Event description:
A customer reported an error with their continuous glucose monitor, specifically error 42. There was no adverse impact to the customer¿s blood glucose level. Technical support guided the customer through a pump reset process, successfully resolving the issue, allowing the customer to begin a new sensor session.